Manufacturer narrative:
The device was not returned for analysis. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient had experienced severe leg pain following the implant procedure. This was a new pain that had affected the patient's mobility. The pain was thought to have occurred due to l4 nerve problem. The device was explanted. There was no other report of complication.